Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Unique identifier (UDI) # - (B)(4).

Event description:
Patient¿s right hip was revised approximately 9 months post-implantation due to disassociation of the liner from the acetabular cup. The liner was removed and replaced. Patient had squeaking and pain before revision.